Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. International UDI (B)(4). The manufacturer¿s field service engineer (fse) replaced front bezel including the power led strip to address the reported problem.

Event description:
The customer reports alarm led failure. There was no patient involvement.